Event description:
It was reported that the images on the stenoscop system are very "blurry" and "unclear". There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.